Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) france alleging that his onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported the alleged inaccuracy began ¿since he had the meter, (B)(6) 2015.¿ on (B)(6) 2015, the patient stated that he obtained an alleged inaccurate high blood glucose result of ¿160mg/dl¿on the subject meter compared to ¿127mg/dl¿ on another meter (onetouch vita), performed within 30 minutes of each other. The patient stated that he manages his diabetes with insulin (no adjustments). On (B)(6) 2015, patient reported taking fast acting insulin as a result of the alleged product issue. The patient claimed that he developed symptoms of ¿sweating hands, shaking and felt weak¿ after the alleged product issue began. He was unable to specify the date and time. The patient reported that he self-treated with a glucagon injection. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The patient conducted a control solution test which fell within range. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.